Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic hernia repair. According to the reporter: during the procedure, the doctor was using a laparoscopic structural trocar. He said it would not deploy properly. He was given a replacement with the same result. A new structural balloon was used to complete the procedure. No patient injury was reported.